Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des was implanted in the rca. Approximately one month post index procedure the patient died. The investigator assessed the event as probably related to the index device and possibly related to the antiplatelet medication. Sponsor assessed the event as possibly related to index device and antiplatelet medication.

Manufacturer narrative:
Cec assessed the event as cardiac death. Death was within 30 days. Unknown etiology. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated sub acute stent thrombosis, arc probable. Sponsor assessed the stent thrombosis as possibly related to the device and not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.